Manufacturer narrative:
(B)(4). Date sent 10/8/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there other clips placed in the area of the clips placed on the duct? Any crossing of clips? Was the clip malformed? How familiar is the surgeon with the device? Was the line of demarcation fully through the trocar? Was the clip loaded off structure? What were the indications for surgery? What anatomical structures was the device fired on? Were there any issues noted with clip formation at any point throughout the care of the patient? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a cholecystectomy in the evening after the intervention, the patient complained of pain in the right hypochondrium and remained hospitalized. At d+02, scan + surgical revision: the surgeon noted that the clips did not play their role, presence of a leak on the bile duct. Consequences: onset of peritonitis, extended length of stay (3-4 days), antibiotic therapy.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2025. Additional information was requested, and the following was obtained: were there other clips placed in the area of the clips placed on the duct? No. Any crossing of clips? No. Was the clip malformed? No. How familiar is the surgeon with the device? Very well. Was the line of demarcation fully through the trocar? Yes was the clip loaded off structure? No. What were the indications for surgery? Laparoscopic cholecystectomy. What anatomical structures was the device fired on? Cystic duct. Were there any issues noted with clip formation at any point throughout the care of the patient? No. How many days postoperative did the leak occur? Immediate. How was the leak identified? Re-exploration at 48 hours. What was observed at the site of the leak upon reoperation? Incompletely closed clips how was the leak addressed? Ligature with endoloop. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. The surgeon believes the clip was defective.